Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. Afterward, a dilator sample was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. Bending mark was observed on the dilator. The device history record (DHR) was performed for the finished device number lot 60000491 and no internal action related to the complaint was found during the review. The missing hemostatic valve could be related to the resistance issue reported, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia - right ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was missing from the irrigation hub. During the procedure, there was resistance when inserting the dilator into the vizigo sheath. There was resistance was between dilator and valve. The dilator was bent. Dilator was able to move through sheath but not smoothly, and high force was needed to advance it. There was no visible damage to the sheath. The sheath was replaced and the procedure was continued. No patient consequences were reported.